Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint ¿the pins of the prograsp forceps instrument were detached and fell into the patient¿s abdominal cavity.¿ failure analysis found the primary failure of dislodged grips pin be related to the customer complaint. The instrument was found to have the grip pin dislodged at the distal end. The grips could not open and close properly. The pin remained installed on one of the grips, no pieces were missing. The pin was realigned with the other grip and the pin was reseated. The grips were able to open and close properly, the pin showed no signs of physical damage. The root cause of dislodged instrument grips pin is attributed to manufacturing. A review of the instrument log for the prograsp forceps instrument (part# 471093-11/ lot/serial# k10220104-0069) associated with this event has been performed. Per this review of the logs, the prograsp forceps instrument was last used on 19-oct-2022 via system serial# sl0910. There were 2 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the pins from the prograsp forceps instrument fell inside the patient during a da vinci assisted procedure. The pins were retrieved during the same procedure with no patient injury. Failure analysis confirmed the instrument's grip pin was dislodged. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the pins of the prograsp forceps instrument were detached and fell into the patient¿s abdominal cavity. The fragments were retrieved during the same procedure. A backup instrument of same kind was used to continue the procedure. The procedure was completing as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the customer confirmed that they retrieved all the fragments by normal extraction and removed the instrument with the pin that was stuck in half. The surgeon noticed that the instrument could not be opened and closed during use, and the screw had almost come off upon checking. Upon final removal of the instrument, the instrument was in a loose state and the customer did not feel any resistance upon removal of the instrument through the cannula. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested; however, the reporter was not able to provide that information. It was unknown if post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments, how long the instrument was in used, what surgical task was being performed, and if there was any other damage on the instrument and cannula after the event occurred.